Manufacturer narrative:
D4: product information corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the preparation phase for the centrimag pump, after completing the de-airing process and placing the pump into the motor for trial operation, abnormal noise was detected. In addition, cracks were observed on the pump housing, and small fragments were found inside the pump. The perfusion technician discontinued the use of the affected centrimag system and replaced it with a new pump, which then operated normally.